Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6).

Event description:
It was reported that on sunday, the central station no longer transmitted any audio alarms even though some sectors were in alarm mode since the centralization had stopped. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.